Event description:
Paramedics responded to a person in cardiac arrest and down for a long period of time. The device was connected to the patient with disposable defibrillation/ECG electrodes but, according to the report, the device alarmed connect cable and would not charge. The patient was transported to the hospital but was not resuscitated. The reporter indicated the patient's death was not caused or contributed to by the alleged device malfunction because the patient was down a long time and not viable.